Event description:
It was reported that the patient continued to have low voltage hazard alarms while connect to their mobile power unit (mpu). The patient's last reported alarm was on (B)(6)2022. The log files did not capture any low voltage alarms. The log files were mostly filled with pulsatility index events which pushed older data out of memory. The patient's history showed no external powers in the past. The mpu does have a v-lock connector on the ac power cord. The mpu was not exchanged.

Manufacturer narrative:
Related MFR # 2916596-2022-01556 - the patient was previously given a new mpu on (B)(6) 2022 for the same issue manufacturer's investigation conclusion: the reported event of low voltage alarms on mobile power unit was not confirmed. The log file spanned approximately 2 hours ((B)(6) 2022 from 09:40 to 11:49 per the timestamp). The reported event of atypical low voltage alarms while on mobile power unit was not confirmed and may have been overwritten by newer events. No notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. No further information was provided. The manufacturer is closing the file on this event.